Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dilator was first visually inspected, noting the deformation alleged, and also revealing a slitting of dilator tip, an angled cut that created a flap of material on outside surface and also a tip not ovalized. Additionally, from benchtop analysis, it was possible to achieve comparable damage if excessive force or inattention by the user during preparation, that could have caused the observed failure. The reported allegation was not confirmed for the shape issue. However, the returned product does have non-reported tip splitting, but the cause is not determined. Thus, due to the damage noted on the tip of the dilator, the initial MDR is being filed (bsc awareness date: (03may2024).

Event description:
Reportable based on analysis completed on 03may2024. It was reported that a versacross connect access solution for faradrive was selected for use. It was mentioned that the tip of the versacross dilator was deformed before insertion over the versacross rf wire, thus it was never used in the patient. Therefore, the device was replaced, and the procedure was completed successfully. The dilator was reshaped prior to use. No patient complications reported. Product will be returning for analysis. However, the analysis of the returned device also revealed a slitting of dilator tip, a flap of material on outside surface and a tip not ovalized.